Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 82% stenosed, 2.84 x 14.5, eccentric, de novo target lesion was located in the moderately tortuous and mildly calcified distal right coronary artery. Following pre-dilatation with a 3.0 x 20 non-bsc balloon catheter resulting to 79% residual stenosis, a 3.00 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. The deve was removed and it was found that the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.